Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the etiology of peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn stated the event was unrelated to the liberty cycler select, liberty cycler set or any fresenius device(s) or product(s). Additionally, the patient reportedly is having difficulty setting up the cycler due to unspecified physical limitations. Based on the information available, the liberty select cycler and liberty cycler set are disassociated from the event, as there is no allegation or objective evidence a liberty select cycler or liberty cycler set deficiency or malfunction caused or contributed to the serious adverse event. It is well established, those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2019. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient remains hospitalized due to peritonitis. The patient remains hospitalized and is being treated with intravenous vancomycin (dosage, frequency and duration unknown). The pdrn was unaware of the offending organism, cell count results or the cause of the infection. The patient has reportedly been struggling while setting up the liberty select cycler due to physical limitations, however the patient wishes to continue pd therapy regardless of the (informed) risks. The pdrn reported the patient's peritonitis was not due to the liberty select cycler or any other fresenius device(s), drug(s) or product(s). The patient continues to undergo pd therapy while hospitalized and is recovering from the event.

Manufacturer narrative:
The initial report inadvertently reported the incorrect aware date of 4/25/2019. However, the correct aware date is 4/29/2019.